Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent an unknown procedure to "remove a femoral bone cyst, and the bone was filled in with bcp. Fever appeared after the operation". No further details are known at this time.